Event description:
It was reported that a pump was having a constant system error 322. There was no pt incident or adverse event reported. This event occurred after first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. However, the specific failing component could not be identified. Eval of known contributors to ec 322 led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.